Event description:
The customer reported a skin infection after wearing a sensor for two days. The customer stated that the tape was not sticking either. The customer also reported that after removing the sensor, a white piece of plastic came out of the insertion site. The customer did not keep the piece that came out of her site. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and checked the sensor adhesive for anomalies. Found that both sensors had little to no adhesive. Unable to confirm that the customer received the sensors without the adhesive. Unable to test or reproduce the skin irritation due to the sensors being returned used.